Event description:
The customer tested her blood glucose using her contour ts meter and received a reading of lo. The lab result was 123mg/dl. On another occasion she tested on the contour ts and the result was 46mg/dl. She re-tested on a different meter the reading was 221mg/dl the differences between the readings in both comparisons fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Test strips were replaced and customer is to return her strips for evaluation.